Manufacturer narrative:
(B)(4). Batch # unk. Reload x 2 vasecr35 - lot # n4m38g. Expiration: 09/30/2019. Certification: 10/07/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot (device - pve35a). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot (reloads - vasecr35). Additional information: product specialist advised that the patient is believed to be fine. The rep will advise if any further information is received from the surgeon.

Event description:
It was reported that one side of staples did not deploy when firing on the vessel. Left a large hole in right hepatic vein requiring sutures to close. Patient consequence is unknown.

Manufacturer narrative:
(B)(4). Batch number: p56h2l. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A cartridge was returned with the cartridge deck damaged and with the left side fully fired, right side partially fired 1/10. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Device history lot: the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.